Event description:
It was reported that the homechoice cassette had a block spot. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Reporter information: (B)(6). The device was received for evaluation. Visual inspection was performed and a black embedded particulate matter of size approximately 0.2 sq mm was found inside the welded cassette. The device with embedded particulate matter was within product specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.